Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4), voltage suppressor v2 was found to be shorted in ECG "d". The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation voltage suppressor v2 was found to be shorted in ECG "d". The root cause for the shorted voltage suppressor could not be positively identified. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.